Manufacturer narrative:
The customer reported that the ventilator stopped while in use on patient, but there was no patient harm reported. A follow up report will be submitted once the investigation is complete. Patient information and repair information were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator stopped while in use on patient. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Date of report: 09/07/2018. Date received by manufacturer:04/12/2018. (Method, results, conclusion codes); philip's service technician evaluated the unit and could not duplicate the customer reported problem. The unit was run over night and retested again and no problem was found. The service technician replaced the power management (pm) board and battery as a precaution.